Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014" enroute wire in the common carotid artery (cca) and the internal carotid artery (ica). The physician converted to carotid endarterectomy (cea) procedure. The condition of the patient is stable.